Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.